Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 492 mg/dl. The cause of elevated bg was unknown. A bolus was delivered prior to going to the hospital in attempt to address bg level. Customer was treated through intravenous saline and insulin while in the hospital. At the time of the report to tandem technical support, the customer confirmed the reported issue resolved and sustained no permanent damage, however, the customer had not yet been released from the hospital. System check with tandem technical support confirmed the pump was functioning as intended. The customer reverted to an alternate method for insulin therapy.